Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2208-50, serial #: (B)(4), description: st linear lead 50cm.

Event description:
A report was received that the patient was having a hard time charging the ipg and was experiencing pain when charging. The physician assessed the site and it was sore. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having a hard time charging the ipg and was experiencing pain when charging. The physician assessed the site and it was sore. The patient will undergo an explant procedure.